Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) level of 44mg/dl to 60 mg/dl and dizziness. Reportedly, customer required assistance from family members to treat bg level via consumption of carbohydrates. No additional information was provided.